Event description:
It was reported that while inserting maryland bipolar forceps into the trocar, an orange light came on and an error message appeared. There was no reported injury.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. No failures were observed during log review. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional findings not related to the reported event were identified. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The instrument was found to have the life indicator with a failure to rotate. The housing was removed, and it was found that the life indicator did not rotate when the instrument expired. As a result, the red tab was not visible on the outside of the instrument. A review of the instrument¿s usage history was performed, and it was confirmed that all the instrument¿s lives were used.